Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing overstimulation at the ipg site when stimulation is on. Troubleshooting and reprogramming to provide resolution were unsuccessful. X-rays were taken and no anomalies were found. As a result, the patient plans to meet with his doctor about the issue.